Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The balloon does not always fully deflate and causes the patient discomfort with removal. In one instance it caused bleeding post re moval.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection. According to the description of the complaint, the balloon was still not deflated even the nurse had all the fluid being removed. The bleeding may be the result of hard pulling of the non-deflated catheter. It is always recommended to refer to the IFU for any potential complications. There are several potential root cause that may cause the non-inflation. However, without the presence of the physical sample, the root cause could not be identified. Therefore, this complaint could not be confirmed.

Event description:
The balloon does not always fully deflate and causes the patient discomfort with removal. In one instance it caused bleeding post re moval.